Event description:
Catheters have fractures on the intestinal side. Noticed that the catheters were fractured upon removal from the pts. No retreival pieces done. Cracks were noted along the length of the catheters that have been removed.